Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass, cracked reservoir tube lip and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 235 mg/dl. The customer stated there is crack inside of the lcd screen. The customer stated that the insulin pump was dropped. The customer stated that she could only see part of the screen. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.